Manufacturer narrative:
The device was returned to an approved service provider for evaluation; the customer's report was observed and the processor/bridge/pace board was replaced. The device was recertified and returned to the customer. The processor/bridge/pace board was returned to zoll medical us; the customer's report was duplicated and attributed to a faulty relay on the processor/bridge/pace board. The board was scrapped after testing. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that during functional testing, the device failed self test for defib and pacer functions. Complainant did not indicate that there was any patient involvement in the reported malfunction.